Manufacturer narrative:
The device remains implanted in the patient and will not be returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. It was noted at the final angio showed a type 1a endoleak. The decision was made to wait and see if it resolved on it's own. Post-op CT performed on (B)(6) 2018, showed sac enlargement and type ia endoleak still there. No additional event or patient information is available.

Manufacturer narrative:
Based on description of the event and medical information available, clinical assessment confirmed the reported event of the persistent type ia endoleak at six months post implant. The sac enlargement was refuted as there was only 1.3 mm of growth over a 6-month period. The type ia endoleak is most likely user-related as the neck anatomy was off label per the provided sizing sheet. Procedure related harms include a small right sided l3 lumbar artery endoleak (type ii endoleak). The final patent status was not reported. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Date of event - correction UDI# - correction device code - correction.